Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Girlfriend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 190 - 210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1:551mg/dl date: (B)(6) 2018 time:10:17am fasting, result 2:151mg/dl date: (B)(6) 2018 time:9:35pm fasting, result 3:288mg/dl date: (B)(6) 2018 time:3:13pm fasting, result 4:91mg/dl date: (B)(6) 2018 time:1:54pm fasting, result 5:136mg/dl date: (B)(6) 2018 time:9:25am fasting.